Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the buffer valves (part number c28717) and the reference inflow pipe/tubing (part number md9899) to resolve the issue. Beckman coulter internal identifier is case-(B)(4). Date of birth:patient demographic information was not provided. Sex: patient demographic information was not provided. Weight: patient demographic information was not provided. Ethnicity: patient demographic information was not provided. Customer phone #:(B)(6).

Event description:
The customer reported erratic ise (ion-selective electrode) patient results were generated on the au5800 clinical chemistry analyzer. There was no change in patient treatment in association with this event.